Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that a few days after a surgery on (B)(6) 2024 they noticed that the device wasn't working and they had no control over their urine again. They said that they told their son about this and their son called the manufacturing representative (rep) who gave them two phone numbers to call but they never called the patient back. They mentioned that they saw their urologist and the doctor called and left a message for the rep and they showed the patient the phone number and that they called the rep's office or their cell phone, but the patient has never heard from anyone for over a year. During the call the patient was able to connect to their settings and increase their stimulation to a comfortable level. They also mentioned that they could turn ins around with their fingers. They confirmed they had told their healthcare provider (hcp) about this. They would make adjustments as needed and they were redirected to their hcp if the issue persisted.

Manufacturer narrative:
B3: event date estimated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.